Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had black screen. The customer's blood glucose was 28 mmol/l at the time of incident. It was reported that the high blood glucose was treated with manual injection. It was reported that the customer fell over the insulin pump. Troubleshooting was performed and insulin pump display did not return after restart. The insulin pump will be returned for analysis.